Manufacturer narrative:
Summary of evaluation: this event would not be device related. Excessive torque applied to the lengthening screw caused the fracture of the screw.

Event description:
The outer package was labeled as 5038-5-080, the inner package and device contained 5038-5-060. This was discovered upon preparing instrumentation and did not occur during a surgical procedure. Therefore, there was no adverse consequence or surgical delay.